Manufacturer narrative:
Evaluation summary: one kink was detected on the median tube (at 15cm from hub). The tip was broken and stretched, moreover the marker was missing. A 0.80 mm stylet was inserted all proximal shaft length long and no obstruction detected, only on the kinked zone friction was felt. Plugging the distal side of the device, negative pressure was applied and no leakage detected. Three aspiration tests were performed connecting the device to a syringe while the distal part was put in a beaker filled by red water. Applying negative pressure at the syringe, it takes about 24 seconds to fill completely (30 ml). The average aspiration data for diver 6 ff is 98 ml /min. (Max102-min95 ml/min). The results of the test in 75 ml/min no abnormalities detected on the side holes. No other dimensional abnormalities were detected on the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was hospitalized for ami, physician was attempting to treat a lesion using diver ce max clot extraction catheter device. The device was inspected prior to procedure with no abnormalities noted. The lesion was not pre dilated. It was reported that air was leaking from the head of the device (distal of the catheter) during the procedure and suction could not be performed in the lesion. The device was removed from patient. The physician replaced with a new device to complete the procedure. There was no adverse effect on patient or clinical sequelae reported for this event. "Please note that this device (diver c.e. Max) is not marketed in the united states; however, it is similar to the united states marketed device (diver c.e.). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.